Event description:
A baxter technician reviewed the customer logs of a returned homechoice device and identified a system error 2240 alarm (indicating air) that occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause of the reported problem could not be determined. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).